Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal banding procedure on (B)(6) 2016.   According to the complainant, during the procedure, multiple attempts were made to deploy the band; however, the band failed to deploy and the device was then withdrawn. It was also reported that the trip wire was not secured properly. The procedure was completed with a different device.   There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.